Manufacturer narrative:
H.6. Investigation summary: according to the DHR review process; the result showed there were no issues reported like missing slide part during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing slide part for the same part number throughout the last twelve months. Based on the samples, it was confirmed the lack of slider door within two lids. According with this investigation and information provided the root cause of this failure mode, (missing slider door on the top) would be an issue directly related with manufacturing process; this issue had already been identified in the process that¿s why an improvement action has already been implemented (vision system to detect lack of slider door) in the stations where the assembly between lid and door is performed. As part of this investigation it was noted that this product is manufactured in two machines (12 & 19) where the main machine (90% of the production is being manufactured) has already implemented the improvement action (vision system) and the other one only has a visual inspection. According to lot consumptions traceability, the lids used to complete the boxes come from the machine where the vision system hasn¿t yet been implemented. Based on this investigation it was determined that this failure mode is related to the manufacturing process since the lack of slider would be an omission error within process. Due to this failure mode was already known in the process, an improvement action had already been implemented in the main machine (90% of the production is being manufactured) to detect the lack of slider door (vision system). According to risk assessment result, this issue was considered low risk therefore a corrective action isn¿t needed. However, as part of this complaint following up, the implementation of the vision system will be extended to the machine without vision system.

Event description:
It was reported with the use of the bd¿ sharps container with clear slide top there was an issue with safety failure, sliding part of the lid was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ sharps container with clear slide top there was an issue with safety failure, sliding part of the lid was missing.